Event description:
It was reported that pump displayed malfunction code malf 12 and there were no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.